Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had surgery in august and had been experiencing other issues and needed to be reprogrammed. It was unclear what the other issues were but they had been going on since the patient had the surgery. There was no patient harm reported. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.